Event description:
The customer reported that an e226 scope communication error was displayed when preparing the endoeye flex deflectable videoscope for use in a therapeutic procedure. The patient was not under anesthesia when the event occurred. There was no delay to the procedure and the procedure was completed with a same model scope. There was no reported patient or user harm or impact due to this event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was found that a b30 scope communication error was displayed due to damage to the imaging unit and dirt on the electrical contact of the video connector. The customer's report of an e226 error code was not confirmed or duplicated. In addition, the curved rubber of the insertion section was scratched, and some adhesive was missing from the curved rubber. Scratches were observed on the video connector, operation part, grip, angle lever, up/down plate, right/left plate, switch #1, light guide connector, and the light guide cover glass surface, due to external factors. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.